Manufacturer narrative:
Product event summary #(B)(4) (37714 restore sensor ins) reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ins is inconclusive because no response was received from the hcp to determine if the ins too shallow due to original pocket placement or due to the patient's weight loss. Conomitant medical products: product ID: 37746, serial# (B)(4) product type: programmer, patient. Product ID; 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had lost weight since her initial implant and at the time of the report "it was sticking up at the surface of the skin." This problem had been happening for about the last 3 months prior the report. On the day of the report, she "couldn't even put her clothes on without hitting her hand on it, and it felt different like it was sticking up even more like something moved." The device was "still working properly but it was sticking out and she could kind of hold it in her hand." It was stated that the hcp (health care professional) knew about it but "they didn't seem overly concerned." On the day of the report, "it was a new feeling like the device had a bump or a wire, she could feel more of the device with her fingers and could tell that it was roundish and could feel the whole outline and kind of a divot." The ins (implantable neurostimulator) "stuck out more when she was standing up than when she was laying down." It was stated that her hcp told her that he "put it under 2 inches of fat, but she lost the weight and now it was right under the skin and it was starting to become a nuisance and she couldn't even run her hand down her back." Additional information received reported that the patient had rib stimulation after implant and they had been able to reprogram the stimulation, but that ¿apparently¿ the rib stimulation came back without the manufacturer¿s representative being made aware of it. It was stated that it may have been one of the factors that led to the patient having a revision today. It was reported that the patient had a revision to adjust the implant, as the patient lost 50 pounds since the original implant and the patient felt that the device was becoming too superficial, especially over the past 2-3 weeks. It was stated that the device was moved from one side to the other and that the lead was changed from a 565 to a 2x8 specify. It was noted that in recovery the patient was getting good coverage in the left leg. It was stated that the patient was on dilaudid. It was stated that the patient didn¿t feel anything in the ribs at that point. It was noted that device specifications for lead length were requested. It was noted that the caller ran impedances with both the 565 and 2x8 and ¿everything seemed to be within a healthy range.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient continued to have rib pain since replacement of the lead. It was noted that the manufacturer¿s representative was made aware today that the rib pain from the past seemed to be back. It was reported that the patient said it started occurring again about a week after the revision when the patient turned the implant back on. It was noted that the caller referred to the rib discomfort as ¿banding¿ and stated that it was worse now; it was painful to breathe, wear certain clothes, and be in certain positions. It was noted that the healthcare professional (hcp) recently told the patient to keep stimulation off for a week and the patient noted that the pain was still present with the implant off, even after a week. Additional information received reported today that she got a sharp pain at that battery site when the battery was on.